Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: did the top jaw break off of the device? Yes; is the broken top jaw being returned with the device? Yes; or, was the broken to jaw discarded? No.

Event description:
It was reported that during a robotic assisted nephrectomy, the final firing of the device in the procedure resulted in the anvil portion of the end effector separated from the device. The device was utilized by the first assistant, who indicated the device performed to standard the entire case, except for the last firing when the malfunction occurred. The free anvil was retrieved from the patient body cavity. Case completed with same device. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4): batch #m91m60. The device was returned with the upper jaw detached returned and with the top of the I-blade upper tip broken off not returned. Due to the returned condition of the device, no functional testing could be performed with the generator. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. \the batch history records were reviewed with no anomalies noted during the manufacturing process.